Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locks properly into place. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Insulin pump received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had damaged battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.